Event description:
It was reported that a patient underwent a knee revision procedure due to unknown reasons. The tibial bearing was removed and replaced.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a complaint history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends